Event description:
It was reported that an ipg and tined line were implanted into patient under local anaesthetic. Implanted tined lead was then stimulated with test screener box where patient felt stimulation in pelvic floor area before completion of procedure. A 30 mins later, ipg was switched on and impedance was tested. Impedance readings were over 4000 ohms on combinations using electrode three. Patient did not feel any stimulation using this electrode. Other electrodes gave patient painful stimulation in abdomen at higher voltages (over 5v). Patient was taken back to surgery. Surgeon disconnected ipg and stimulated tined line with screener box. Patient felt no stimulation at the highest settings. Subsequently, surgeon replaced with a new tined lead and patient felt stimulation. Surgeon then completed procedure. Patient outcome was noted as fine.

Manufacturer narrative:
Lead model # 3093, lot # 0205598931, implanted 2012-(B)(6), explanted 2012-(B)(6).

Manufacturer narrative:
Final analysis of lead model # 3093, lot # 0205598931 showed no anomaly found.